Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and log review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Returns from the customer site were not available. Logs were reviewed and showed frequent cuvette washer stops in the history. Stopping the cuvette washer may result in dirty cuvettes, as the clean cuvettes procedure was not performed after stopping the cuvette washer. Dirty cuvettes may have contributed to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. Initial reporter, additional information facility name, (B)(6).

Event description:
The customer reported falsely elevated creatinine results for one patient generated using architect clinical chemistry creatinine reagents. The following data was provided (mg/dl). Sid (B)(6) initial 5.58, repeat 0.92. New specimen (no sid provided) 1.09, 0.89. No impact to patient management was reported.